Event description:
Complainant alleged that while attempting to defibrillate a male patient the device was set to discharge at 120 joules and inappropriately shut down. The device was powered on, and set to deliver at 120 joules and then inappropriately shut down. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for eval and this complaint is still under investigation.